Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery and the additional intervention performed by the use on intravenous antibiotics. Upon receipt at our post market quality assurance laboratory, additional information indicates that the product was returned, analyzed and was able to pass the inspection. The reported allegations of infection were known inherent risk of device. This supplemental is being filed to capture the product analysis.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket infection. Samples of the tissue were collected for culture. The wound was irrigated with antibiotic solution and was closed afterwards. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental is being filed to correct the initial reporter and the additional manufacturer narrative.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket infection. Samples of the tissue were collected for culture. The wound was irrigated with antibiotic solution and was closed afterwards. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket infection. Samples of the tissue were collected for culture. The wound was irrigated with antibiotic solution and was closed afterwards. There were no additional adverse patient effects reported. The ra lead was explanted.